Event description:
Pt participated in a (B)(6) study of 1 or 2 consecutive level fusions between l2 and s1 using either autograph alone or dbx demineralized bone matrix putty with autograft. All pts received posterior fixation with either uss or click'x systems. Pt was implanted with click x for supplemental fixation. Pt had been experiencing pain for four months. Surgery date was (B)(6) 2001 and postoperatively pt experienced a dural tear, requiring repair during surgery. This report is on the screw head. This complaint is 13 of 14 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Blank fields on this form indicate the info is unk, unavailable, or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn, as no device was returned and not lot number was provided.